Manufacturer narrative:
H.6. Investigation summary: bd had received samples provided by the customer, but only photos were used for investigation. The 7 photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 10 bd vacutainer® push button blood collection sets experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: lots of black smears were found onto the package.

Manufacturer narrative:
Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® push button blood collection sets experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: lots of black smears were found onto the package.